Event description:
Rec'd info stating that the customer may have delivered an unintended insulin bolus while the t:slim pump was in a pant pocket. Customer stated that blood glucose was slightly lowered. Customer was reportedly fine and did not require further assistance.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.